Event description:
Reportedly the device was implanted on (B)(6) 2011 with boston scient 0185 lead, normal values for pacing, sensing and impedances were measured. On (B)(6) 2011, oversensing episodes were observed, the ventricular sensibility was reprogrammed to 0.8mv. On (B)(6) 2011 oversensing episodes were also observed and reproduced during patient deep breathing, amplitude up to 1.5mv were observed. The physician decided to implant new boston scient 0185 lead, however oversensing was still observed. Then the physician decided to explant both the device and the leads. It should be noted that the oversensing episode did not induce inappropriate therapy.

Manufacturer narrative:
(B)(6) 2011. This event concerns a device that was manufactured and used outside the united states. Analysis is pending.